Event description:
This report is being filed retrospectively per the FDA's request. The pt's mother reported that the pt developed an infection after the implant surgery and had problems with the skin growing over the abutment. The surgeon reportedly performed a tissue reduction procedure in the office during one of the follow up appointments. In 2008 the surgeon examined the abutment site and the pt was treated with antibiotics. The site is reported to be fine now.

Manufacturer narrative:
This is a final report.